Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during transfer of a critically ill patient from the hospital bed to the ambulance gurney at one hospital, channels a and b stopped working unexpectedly as the devices were transferred from the IV pole to the transport pole. The remaining modules appeared to continue to infuse. Four channels were infusing in the critical care profile in the following configuration: channel a, norepinephrine 500 ml at 5 mg/kg/minute; channel b, propofol 100 ml; the pc unit; channel c, saline at 50 ml/hr; and channel d, saline 50 ml/hr. The patient became hypotensive and the nurse noted the pc unit was on, however the norepinephrine and propofol infusions was not running. The pc unit was shut off and turned back on, and the infusions were reprogrammed and restarted. The patient had a subsequent cardiopulmonary arrest and was successfully resuscitated. The infusions continued with the same modules for an additional two hours without further incident. The device tubing was sequestered in the cath lab pending delivery to biomed. The patient was transported to a second hospital where he later expired. The facility biomed completed a preliminary visual inspection of the modules and found the latch connection between module b and the pc unit was compromised.

Event description:
Received the (B)(6) medical devices sentinel network (cmdsnet) program report to manufacturer/importer on 7/20/2018. The cmdsnet report number is: (B)(4), alaris smartpump critical infusion interruption and states as follows: "a critical incident occurred at a hospital on (B)(6) 2018, involving a patient receiving an infusion from an alaris infusion pump. The patient was being transferred from hospital a's emergency department (ed) to hospital b's catheterization lab by paramedics. During the patient¿s transfer from the hospital a's ed hospital bed to the ambulance stretcher, it was realized that two infusions that were considered critical to the patient¿s care, norepinephrine and propofol, had ceased infusing. No alarm to alert of the cessation of the infusion was recounted by staff involved with the patient¿s care. The patient entered cardiac arrest following the incident but was subsequently able to be revived. The infusions were restarted on the pump and the patient was transferred to hospital b without further incident. Subsequently, the patient died in hospital b's catheterization lab. Following investigations, it was revealed that cessation in the infusions was due to a brief disconnection between the point-of-care (pcu) unit and the pumping modules. The latch mechanism used for securing pumping modules to the alaris pump was found to be broken and non-functional. The pump was still operational with the broken latch, however the pump was likely shaken/vibrated, allowing the modules to briefly disconnect and stop infusing. The pump event log identified that a channel disconnect alarm occurred and was acknowledged. The spring latch mechanism on the alaris pump contributed towards this incident occurring. The latch is purely a mechanical component with no electronic monitoring (e.g. Microswitch). Thus, the pump is not able to recognize that the latch is broken. Hospital bmets who are experienced in servicing the alaris pumps noted that damage to the latch mechanism most often occurs due to impact from dropping the pump, or from the mechanism getting caught while trying to lift the pump from a surface. The mechanism is unprotected and is in a particularly vulnerable position on the modules. It is also important to note that it is plausible that a similar incident could occur involving a pump with a functional latch where the modules are in a ¿hanging¿ position without being secured. The alaris pump remains completely functional even when the modules are not correctly secured into place by the latch. The gap between the modules when the latch is not engaged is very small and it would be reasonable for this hazard to go unnoticed. An analysis of the channel disconnected alarm state was also conducted. It was assessed that the error message and alarm state were appropriate for alerting the user that an issue existed with the pump. It was also assessed that the error language was clear, however the source of the error and the solution to the error were not provided. The alarm did not indicate which channels were disconnected, or how to resolve the issue. Additionally, the pump did not tell the user that the disconnected channels required re-programming to continue infusing".

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a channel disconnect and broken release latch was confirmed. The pcu event log recorded a channel disconnected error event that involved pump modules channels a and b while they were infusing at approximately 8:20 am on (B)(6) 2018. The infusions were restarted within approximately 3 minutes after the channel disconnect. Testing of the returned pcu and pump modules duplicated the channel disconnect. Visual inspection of the pcu showed that the spring latch was broken and missing plastic. The compression spring was also missing. During testing when a module was attached to the left side of the pcu the lower latch on the pcu would not properly engage to secure the module. Lifting the module from underneath would then disengage the module from the pcu and cause a channel disconnect. The cause of the channel disconnect is a broken release latch assembly on the pcu. The root cause for the release latch breaking was not identified.